Manufacturer narrative:
One fast-cath hemostasis introducer was returned for analysis. The reported event of a broken sheath was confirmed. The sheath tube had been torn and detached proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tear and detachment is consistent with damage during use.

Event description:
Manufacturer related ref: 3005334138-2019-00512. During the procedure, the sheath broke inside the femoral vein. A vascular surgeon was able to remove the sheath. A second sheath was used and the device kinked and formed in the device.